Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced issues with her insulin pump and states that they were trying to perform an infusion set change however they could not get passed the fill tubing stage. The center button was not responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with all buttons responding properly. Unit passed self test and displacement test. Unit received with corroded electronic assemblies and corroded motor switch.